Manufacturer narrative:
(B)(4). Concomitant medical products: biomet finned stem, catalog 141314, lot 713680; vanguard femur right 67.5mm, catalog 183010, lot 096980; biomet tibial tray 83mm, catalog 141216, lot 875430. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately two years post implantation; the tibial bearing and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Revision operative notes were provided and state that patient underwent revision for varus-valgus instability. Patella was stable with no wear seen on the component. Evaluation of polyethylene showed that there was a lot of laxity present in the knee. The surgeon used a 24 mm spacer which provided excellent stability and excellent sagittal laxity. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately two years post implantation due to pain, varus-valgus instability, and laxity. The polyethylene bearing and locking bar were removed and replaced. The procedure was completed with a spacer that provided excellent stability and excellent sagittal laxity improvement. No further information has been provided, and no additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately two years post implantation due to pain, varus-valgus instability, and laxity. The polyethylene bearing and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.